Manufacturer narrative:
Two probe samples were returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample #1: the returned sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. No cut was achieved. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks are present at the bend area. The extension is detached from the coupling. The o-ring has also been pinched between the spacer and the vent hole of the rear housing. Sample #2: the returned sample was visually inspected and deemed conforming. Aspiration testing was performed and conforming. Actuation testing was performed and deemed nonconforming. The cutter did not fully close. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks are present at the bend area and the cutting edge of the inner cutter. The actuation was tested after disassembly and the testing was then deemed conforming. The complaint evaluation does confirm the probe samples returned either has a cut or actuation issue that resulted in the probe not being able to function properly. The root cause for the poor cut performance for sample #1 was due to the separation of components within the probe. It appears that after approximately 20 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. The root cause for sample #2 for the poor actuation testing being deemed nonconforming was due to the cutter closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to surgical material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe stopped cutting but was aspirating during the case. The product was replaced and the procedure was completed safely. A product sample has been requested for evaluation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).